Event description:
A healthcare worker complained of having a headache and feeling ill, when the unit door was opened after a cycle cancellation. The worker left work and did not seek medical attention. The worker's symptoms resolved the next day and returned to work.